Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 89 mg/dl. She changed the battery, put in the setting, date and time but it was not delivering insulin. Right above the display screen had a crack on it. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Device had cracked lcd window, cracked case at display window corners.